Event description:
The patient CT scan from the (B)(6) 2018 showed a type 1 endoleak from large fenestration and migration of proximal zenith fenestrated. The physician opinion is that a compression fracture of the patient spine may have contributed to the migration of the stent graft. Prior to (B)(6) 2018 CT scan, the physician took the patient back to re-balloon renal stents and re flare them.

Manufacturer narrative:
The device was not returned for evaluation. Work order (B)(4) was reviewed and appears complete and correct. Images were provided and reviewed by william cook australia medical director: "I have reviewed this case and the images, and it would appear that the proximal component of the zfen graft has migrated distally a short way. This is thought by the physician involved to have been due to compression fractures of the spine causing shortening, but on reviewing the spine images, there is only one lumbar vertebra with some minor compression, and most of the discs seem to have retained good volume. Thus, I think the migration is more likely to have occurred due to slippage of the graft by a few millimetres (hard to estimate the exact distance). The proximal component has pushed down outside the distal component, due to the ¿slip fit¿ between the two components. As a result of this migration, the scallop for the sma has moved distally by a few millimetres, and there is a large endoleak from the region of the bottom end of the scallop. This endoleak is large, and has revascularised the abdominal aortic aneurysm sac. Due to the endoleak arising from the scallop in the graft, it is a type iii endoleak, not a type I endoleak. The proximal part of the graft above the superior mesenteric artery looks to be well apposed to the aortic wall, which is nice and parallel with no evidence of a type I endoleak. The coeliac trunk remains patent via the gap between the struts of the top bare stent. Both renal stents and arteries remain patent, with only a slight amount of angulation of the renal stents, indicating the distance of migration to be only very short (at a guess, 2-3mm)." The device IFU states: "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." And "intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture." "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aortic aneurysm sac or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration." "Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin'." "Potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion)." Based on the information present, a definitive root cause of the complaint could not be determined. It is possible that one or a combination of the following factors contributed to the complaint: graft sizing: graft diameter, selected sealing zone relative to the neck of the aneurysm. Patient-related factors: anatomical changes e.g. Compression.

Event description:
The patient CT scan from the (B)(6) 2018 showed a type 1 endoleak from large fenestration and migration of proximal zenith fenestrated. The physician opinion is that a compression fracture of the patient spine may have contributed to the migration of the stent graft. Prior to (B)(6) 2018 CT scan, the physician took the patient back to re-balloon renal stents and re flare them.